Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients charging cable melted. Patient experienced no harm. Product was replaced to address the issue.

Manufacturer narrative:
A patient experiencing charger functionality was reported to abbott. The issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.